Manufacturer narrative:
Additional information received on 12/28/2023. Corrected fields: b5, b6, b7, d9, d10, e3, h6(health clinical & impact) investigation finalized on 03/12/2024 a getinge field service engineer (fse) performed a full calibration and functional check. It was resolved by replacing touchscreen assy. Fse performed the factory calibration procedures. Returned to the customer and cleared for clinical use. The defective components were received by the failure analysis and test (fat)department for further investigation. Fat performed visual inspection of this part received and part looks to be in good condition. Fat verified the failure of touch screen not working. Touch screen assy. Failed testing. Retaining the touch screen assy. In the fat dept. As per procedure.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units touch screen was not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units touch screen is not working.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation),h10.

Event description:
N/a.